Manufacturer narrative:
Device 4 of 9. Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user reported that wafers had an off centered stoma opening. She had discarded the product. She did not remember the exact count and did not have the lot number. The product was not used by patient. No photo is available at this time.